Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, under fluoroscopy, the proximal end of the stent was noted to have telescoped or crinkled (crumpled). The device was removed from the patient's body and the procedure was completed with a 2.5 x 38 stent. No patient complications were reported and the patient's status was fine.